Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported a button error alarm. Customer's blood glucose was 401 mg/dl. The customer stated he will monitor for high blood glucose symptoms. The customer also reported a broken belt clip. No additional information is provided.